Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked ram, (B)(4), data=08, occurred on (B)(4) 2011 08:00:42. One patient alert for por occurred on (B)(6) 2011 07:00:42.

Event description:
It was reported that an electrical reset occurred due to a memory parity error. Follow-up indicated that the device was reprogrammed and remains in use. No patient complications were reported as a result of this event.